Manufacturer narrative:
Film review found: x-ray of the lower lumbar end of a scoliosis fusion shows a 4 day post-op with screws segmentally down to l4. Six week post-op, film shows slippage of rod cephalad through l4 screw verifying loosening of lower screw/rod interface.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat scoliosis. It was reported that the rod was found to have slipped on films approximately 6 weeks post-op. No additional patient information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.